Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a defaulta device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt fill needle contained foreign matter. The following information was provided by the initial reporter: "when injecting 05 ml of 0.9% sf into the medication vial using a 25x12 needle with a single perforation, a small fragment of the rubber part of the vial came off inside the solution, making it unusable."

Manufacturer narrative:
H6: investigation summary: photos received for investigation. Upon visual inspection, it is possible to observe the medicine vial with some kind of foreign material inside, but it was not possible to observe the needle, therefore we are unable to confirm the failure. The needle related to this claim (needle 18ga 1in blunt fill sla) is an aspiration needle (blunt tip), so it does not have a three-sided tip. A device history review was performed for lot 1203794 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that bd¿ blunt fill needle contained foreign matter. The following information was provided by the initial reporter: " when injecting 05 ml of 0.9% sf into the medication vial using a 25x12 needle with a single perforation, a small fragment of the rubber part of the vial came off inside the solution, making it unusable."